Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, an alert for possible high voltage circuit damage detected on (B)(6) 2015 was observed. The patient had an unrelated surgical procedure on (B)(6) 2015. Manual capacitor maintenance was performed with good results. A firmware download was successfully performed and nominal settings were programmed. The patient was in good condition.